Event description:
The manufacturer received information alleging a ventilator was not charging its battery to full capacity. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the internal battery's charging limit was found to be set to 0 percent. The device's internal battery charging limit was reset to 100 percent to address the issue.